Event description:
The patient reported pain and a shocking sensation in their foot and leg. Migration was confirmed via x-ray. An explant procedure was performed on (B)(6) 2024 and a new neurostimulator was implanted. The patient was discharged from the hospital and all seemed to go well with the procedure.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, and implanting a damaged neurostimulator have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, multiple tunneling attempts, and using inappropriate tools have been ruled out. However, the patient helped someone get up from the floor after they had fallen, causing migration of the device. The stimulator is used to treat pain. The cause of pain and shocking sensation is due to migration. However, the cause of the migration is due to excessive twisting or stretching as the patient helped someone get up from the floor after they had fallen (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.